Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the pins on the electrical connector became bent while the user was handling the device, which made electrical connection impossible, and resulted in the reported event. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The event can be prevented by following the instructions for use (IFU) which state: "- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Inside the electrical connector there were bent pins. In addition to evaluation in b5, the insertion tube had a dent. The exera identification chip had no data. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera ii bronchovideoscope connectors were broken (the pins) during a procedure. The unspecified diagnostic procedure was completed using the subject device. There was no reported patient harm associated with this event. During incoming inspection, there was no image displayed due to bent pins in the electrical connector. This medwatch is being submitted to capture the reportable malfunction found during evaluation.